Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling "worse and worse" and could barely run one mile. The patient indicated they could "barely walk up a hill" and they saw their physician in which the device was adjusted and "it helped." The patient stated it was "happening again" and as soon as they started to run, their body felt weird from their head down to their feet with a feeling almost in their chest and throat. The patient noted it was a "weird sensation" that would go away and they believed maybe "it was set too high or something." It was noted the patient has discussed with their physician and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was reviewed by their clinician and it was noted the device was working as expected. The patient will continue to be monitored and the ipg remains in use.